Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using the pinnacle pfr kit, the mesh leg detached at the dilator when it was being pulled through the patient's ligament. The detached piece was removed from the patient. The procedure was completed with a separate capio suturing device with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the expiration date of the device is unknown. The lot number of the device is unknown; consequently, the manufacture date of the device is unknown. The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.